Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with unknown medicine (dose, frequency and route of administration not reported). At the time of this report, the peritonitis was resolving and the patient was recovering from the event. The action taken with dianeal therapy was not reported. Additional information was requested but is not available.